Manufacturer narrative:
8/12/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a lavh procedure, the approximating lever broke before the instrument was applied on the pt. The surgeon applied another device successfully.